Event description:
Pt had heart surgery. After procedure, pt was switched from operating room bypass machine to extra corporeal membrane oxygenator. Twenty minutes into the e.c.m.o. Run, the oxygenator was noted to have failed. Apparently the center had not been tightened to the proper level, and blood was not circulating adequately. Pt expired two hours later. There was no indication of a device failure.